Event description:
A broken rod was reported post operatively. Pseudarthrosis mid thoracic t8-t9. Upon removal of rod, surgeon stated blockers seemed loose and rod was able to move with rod holder. Metallosis was noticed after removal of rod.

Manufacturer narrative:
Section has been updated with product identification information.

Event description:
A broken rod was reported post operatively. Pseudarthrosis mid thoracic t8-t9. Upon removal of rod, surgeon stated blockers seemed loose and rod was able to move with rod holder. Metallosis was noticed after removal of rod.

Manufacturer narrative:
One piece of the rod fragment was returned. One end was cut and the other end was confirmed to be fractured. Lot number is not printed on the fragment that was returned. Device history records could not be performed as a valid lot code was not provided and could not be obtained. The rod was submitted for material analysis and found to have fractured in cleavage likely due to contact with a blocker. The elemental constituents were consistent with the print. No material or manufacturing defects were found. Examination of the returned associated implants found that the blockers were heavily deformed on the bottom, which is an indication that more than 12nm of force was applied to the blockers. The most likely root cause is deviation from the surgical technique as a non stryker torque wrench was used to final tighten the blockers and this excessive force applied, eventually caused the rod to fracture.

Event description:
A broken rod was reported post operatively. Pseudarthrosis mid thoracic t8-t9. Upon removal of rod, surgeon stated blockers seemed loose and rod was able to move with rod holder. Metallosis was noticed after removal of rod.